Event description:
It was reported that after a successful a-fib ablation on (B)(6) 2012, the patient returned to the emergency room with chest pain on (B)(6) 2012 and was discharged with a diagnosis of pericarditis.

Manufacturer narrative:
Analysis will not be performed since the disposable devices were disposed. No additional information was provided by the customer. Concomitant products: carto 3 system us catalog #: fg540000 serial #: (B)(4). Stockert 70 system us catalog #: s7001 serial #: (B)(4). Cool flow pump us catalog #: cfp002 serial #:(B)(4). Preface guiding sheath with multipurpose curve us catalog #: 301803m lot #: unk. Webster cs catheter with ez steer - technology us catalog #: bd710df282rts lot #: unk. Soundstar catheter us catalog #: sndstr10 lot #: unk. (B)(4).